Event description:
Patient reported rupture, capsular contracture baker grade unknown. Later patient reported, small amount of discharge from the nipples, small nodules and cysts. This relates to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient reported left side device rupture, capsular contracture, baker grade unknown, and "simple cysts with thin septations measuring 3-9mm all diagnosed via ultrasound. The patient has also reported a small amount of discharge from the nipples and palpable small nodules. Later physician reported 'gel had leaked beyond the implant shell and appeared slightly unclear'. The device has been explanted and replaced with another manufacturers device. Un-report migration per mr-035543.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ product discolored: not observed. ¿ nipple discharge: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. As per the investigation procedures non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side device rupture, capsular contracture baker grade unknown, and "simple cysts with thin septations measuring 3-9mm all diagnosed via ultrasound. The patient has also reported a small amount of discharge from the nipples and palpable small nodules. Healthcare professional later reported "gel had leaked beyond the implant shell and appeared slightly unclear." The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.